Manufacturer narrative:
(B)(4). Batch # p58c79. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60t cartridge reload was received partially fired and loaded in the device. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, the device was locked out at the first firing. Another device loading a gold cartridge was used to complete the case. There were no adverse consequences to the patient.